Event description:
It was reported that right hip revision surgery was performed due to ongoing pain.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to ongoing pain. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was noted that a sample from what appeared to be a hematoma was sent to microbiology; it was reported there was no sign of infection. Significant amounts of non-purulent, bubbly seroma type collections of fluid were noted and were sent to pathology; the results were not provided. The fluid sample taken from what appeared to be a hematoma was noted to show no sign of infection. More fluid samples were noted to have been sent to pathology; however, no results were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and the hematoma noted during revision cannot be confirmed and it cannot be concluded that the reported events were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.